Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up with a capture anomaly exhibited on the right ventricular lead. The lead was capped on (B)(6) 2017 and a new lead was implanted. There were no pacing issues due to the capture anomaly. The patient was reported to be stable before, during and after the surgery.